Manufacturer narrative:
The implanting clinician did not observe any abnormalities with the stimulator or the wound. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient engaging in strenuous activities, implanting a non-sterile device, not irrigating the incision site, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the cause of the discomfort is related to the wound not being fully healed. The stimulator is used to treat pain. The cause of tenderness at the wound site is unknown/no fault found.

Event description:
Patient stated feeling a bump at the incision site and a slight pain at a different incision site. Incision sites have not completely healed yet.